Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a calibration message and would like to know how to clear it and was advised to turn off the sensor and reconnect. The customer¿s blood glucose was 364 mg/dl at the time of call. Customer also reported to have experienced a high blood glucose reading of 565 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.